Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from (B)(6) and is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag and extraneal viaflex therapies for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis that did not result in hospitalization. The cause of the peritonitis was unknown. On (B)(6) 2012, the patient began treatment with fortum, vancomycin and cifran. The peritonitis was resolving. Action taken with dianeal pd2 ultrabag and extraneal viaflex therapies was not reported. The nurse stated that the peritonitis was unrelated to dianeal and extraneal therapies.